Event description:
It was reported that the patient underwent a revision surgery involving a malleable device. During the procedure, the existing device was removed, and a new inflatable penile prosthesis (ipp) was implanted. No additional information was reported.